Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed no evidence of load step malfunction. There was no activity outside of normal use observed in the black box. During testing, the ez-prime steps were performed correctly, with no cs163 warnings occurring. The pump performed within specification. The force sensor calibration was found to be within specifications. The pump¿s cover was removed and no intermittent condition was found to the force sensor flex pins or force sensor circuit. The complaint of a load step malfunction was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming tubing during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.